Event description:
Report received of a tubing leak at the pre-pierced injection site. The customer reported that as the nurse was injection adriamycin chemotherapy into the port with a needle syringe, the drug "leaked out of the bottom part of the rubber port." The nurse was wearing gloves, but the drug reportedly came into contact with their skin. The nurse immediately stopped the infusion and washed their hand, and "bleached the area." There was no report of any redness or irritation to the nurses's skin. The remainder of the syringe contents and tubing were reportedly discarded. Therapy was resumed with a new tubing set, and the patient received their complete dose. There were no reported adverse patient or staff effects. Though requested, no further information was received.